Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of hypertension and incorrectly performing and not making correct choices with pd regimen in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, peritonitis was reported. Follow-up with the nurse revealed in (B)(6) 2011 the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of peritonitis was due to the exchange area not being cleaned prior to starting pd. Outcome for the event of area not cleaned before stating pd was not reported. On an unreported date, the patient recovered from the event of peritonitis, and pd therapy was withdrawn. An opinion of causality was not reported for the event of exchange area not cleaned before starting pd.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot numbers h10l18014 and h10j26102 with no exceptions or defects observed related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.